Event description:
The facility's biomedical technician reported an infusion pump that turns itself on and off. Information was not provided regarding whether or not the failure occurred during an infusion. The technician stated that they have no record of any patient incident involving the pump since the last baxter service event. Although attempts were made by baxter, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming.